Manufacturer narrative:
A medtronic representative performed a navigation system check-out. Return requested. Replacement field generator shipped to site (B)(6) 2014. On (B)(6) 2015, medtronic representative replaced emitter and system performed as intended. Issue resolved.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the field generator (emitter) was fully functional. The field generator was connected to a test system with the ent application for a 72 hour burn-in test. A registration probe was successfully verified with a distance to divot error of 1.0 mm. Navigation accuracy looked normal by picking several prominent landmarks both on the surface and inside the phantom head model. Flexing the cable did not indicate any intermittent opens. The unit passed the pegboard test with an error of 2.278 mm. No fault found. As previously reported, on (B)(6) 2105, a medtronic representative replaced the emitter and performed a navigation system check-out, all areas passed.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon noted that everything was working normally before noting a 1 millimeter inaccuracy on the patient's left side. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.